Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. Factors that may contribute to sheath split issues include, but are not limited to, vessel locator not placed against the surface of vessel, flex guide not held in alignment with body of device and the angle of tissue tract prior to and during depression. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty. Reportedly, during sheath splitting without resistance, it was noticed the sheath was splitting in an unusual way. The safety release was not used to remove the device; however, the device was removed without issue. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.